Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer received motion sensor test failure alert and also had low blood glucose level. Customer was unable to clear rewind screen and the alarm continued to come up after the rewind. Customer's blood glucose level was 44mg/dl and was middle of getting her sugar tablets and getting ready to eat when issue occurred and current blood glucose is 229mg/dl. Customer was unable to troubleshoot for low blood glucose as the pump was not working. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. In addition, we were unable to verify pump error alarm due to motor error alarms. The device had minor scratched lcd window, cracked reservoir tube lip, stained address label, stained serial number label and stained end cap sticker.